Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed operational testing. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The device was not evaluated as the customer called back and stated that the issue was with a non-philips product. There is no issue with this device. The problem was with a non-philips related device. The device remains at the customer site.